Event description:
Customer reported an alaris system with 4 channels infusing vasopressin 0.04 units/min, levophed 20mg/min, neosynephrine 225mcg/min and amiodarone 0.5mg/min alarmed for communication error. The pt experienced a drop in blood pressure, the system was switched to 4 additional pumps and the drips were increased temporarily for approximately 7 minutes until the pt's blood pressure recovered. The pt was in cardiogenic shock on maximum pressures and intra-aortic balloon pump full support. No further pt/event info was available.

Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Pc unit event logs have been received for investigation. A follow up report will be submitted with the investigation findings.